Event description:
It was reported that the customer had a no vibrate anomaly on the insulin pump. Customer stated that sometimes the pump vibrates and sometimes it does not. Customer stated that she has to put an alarm on her pump every 2 hours to give herself an injection. Customer stated that the vibrate mode is on and the battery is not low. Customer changed the battery 2 weeks ago. Customer was assisted in performing a self test and the pump did not vibrate during the vibrate test. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.